Event description:
It was reported that the patient had not recharged her implantable neurostimulator (ins) in a year. She had an ins replacement a year ago and had a problem charging it since; she could not charge the ins at all. The patient was in clinic at the time of the report and the reporter needed help initiating a physician mode recharge (pmr). The appropriate sequence on charging the ins was pressed by the reporter to overcome overdischarge. The patient reported that she had an information power on reset (por) and the error code was unknown. She was still at the physician¿s office being charged at the time of the report. She charged the ins in clinic for an hour and then was reprogrammed to her previous settings. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0120724v, implanted: (B)(6) 2002, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger. (B)(4).